Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic') in an adult female patient who had essure (batch no. 664592) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, cholecystitis, abdominal pain upper, cesarean section (2006, 2007), uterine dilation and curettage (postpartum), gallbladder removal ((B)(6) 2009) and anemia. Previously administered products included for an unreported indication: ferrous sulfate and ranitidine. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe), ibuprofen since 2007, minerals nos;vitamins nos (prenatal vitamins), nsaids since january 2010 and paracetamol (acetaminophen) since january 2010. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2010, the patient experienced depression ("psych injury / psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for psych injury: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded result: total bilateral occlusion. Impression: no contrast filling of the fallopian tubes bilateral essure device. Lot number: 664592, manufacturing date: 2009-08, expiration date: 2012-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic') in an adult female patient who had essure (batch no. 664592) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, cholecystitis, abdominal pain upper, cesarean section (2006, 2007), uterine dilation and curettage (postpartum), gallbladder removal ((B)(6) 2009) and anemia. Previously administered products included for an unreported indication: ferrous sulfate and ranitidine. Concomitant products included ethinylestradiol; ferrous fumarate; norethisterone acetate (microgestin fe), ibuprofen since 2007, minerals nos;vitamins nos (prenatal vitamins), nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2010, the patient experienced depression ("psych injury / psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for psych injury: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: essure device was successfully occluded result: total bilateral occlusion impression: no contrast filling of the fallopian tubes bilateral essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2020: pif received: new reporter information was added. Case became serious incident. Essure removal date was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.